Event description:
Caller reported that the pump battery would not charge, but no power source alert was received. There was no adverse impact to the customer¿s blood glucose level. Technical support advised trying different wall outlets and adapters without success, leading to the decision to replace the pump. The customer was instructed on backup insulin therapy and returning the pump using a pre-paid label.